Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model trsx58fbf, serial number/date code (B)(4) is approximately 2 years 8 months old. The owner's manual part number 1110550 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the crossbrace on the tdsx58fbf manual wheelchair is allegedly cracked. Replacement part on order (B)(4). The damaged product is not being returned to invacare - has been discarded. No injury.

Event description:
Dealer alleges crossbrace cracked. (B)(4). No injury alleged.